Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/ lot number: 5178010, model/ catalog description: infinion cx lead kit, 50cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a lead revision procedure and was reportedly doing well postoperatively.